Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of 9 days for unknown reasons. Another 25mm bioprosthetic valve was implanted in replacement. Per the implantation data card received there was allegation of device deficiency.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of nine (9) days due to paravalvular leak secondary to a suture tear. As reported, the paravalvular leak was noted after the initial surgery but there were concerns that the patient would not tolerate a second pump run and remained in the ICU. The patient presented with heart failure prior to the intervention. Another 25mm bioprosthetic aortic valve was implanted in replacement. Per the implantation data card received there was allegation of device deficiency. The surgeon reported that there were no issues with the prosthetic valve and that the leak appeared to be caused by one of the sutures tearing through the annulus.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section b5 (describe event or problem), h6 (clinical code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions) corrected section h6 (type of investigation): 4117 (device not accessible for testing) replaces 4114 (device not returned). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing non-conformances were identified. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. Per surgeon opinion, "there were no issues with the prosthetic valve and that the leak appeared to be caused by one of the sutures tearing through the annulus.". An edwards defect has not been confirmed. A definitive root cause cannot be conclusively determined; however, procedural factors likely caused or contributed.